Event description:
Literature: sensi, m, cavallo, ma, quatrale r, et al, pallidal stimulation for segmental dystonia: long term follow up on 11 consecutive patients. Mov disrod. 2009; 24(12):1829-35. Summary: this article presents a retrospective analysis of 11 patients with a similar homogeneous form of segmental dystonia who underwent bilateral deep brain stimulation (dbs) surgery of the globus pallidus internus (gpi) between "200" and 2008 and were followed for at least three years, to evaluate the modification of the clinical pattern after long-term follow-up. The patients were evaluated prior to implant, and then at 6, 12, 24, and 36 months after implant. Reportable event: one patient experienced lead migration due to severe myoclonic torticollis. No patient symptoms, treatment, or outcome was reported. The event was noted to be serious. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.